Event description:
Stent would not deploy while in body.manufacturer response for abbott vascular perpheral stent, (brand not provided) (per site reporter).======================took description of incident, issued rga#. Sent return kit and replaced product.